Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.4 mmol/l and 19.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number or meter serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all omni strips and insulinx meter within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. Stability data for omni strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. Clinical data was reviewed and confirmed that omni strips continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint freestyle insulinx meter and omni test strips, no further track and trend review as required as there were no confirmed complaints. The manufacturer of the freestyle insulinx meter was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report model number was inadvertently omitted from the initial report. Has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 1.4 mmol/l and 19.6 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.